Manufacturer narrative:
The reported event of communication failure was confirmed in the lab. During further testing, communication was restored and interrogation was possible. The cause of the field event remains undetermined.

Event description:
It was reported that when patient presented to the emergency room, device was unable to be interrogated. Patient¿s heart rate dropped below the programmed rate. A different programmer was planned to be used. Patient was in stable condition when admitted to the hospital. Upon monitoring of the device occasional pacing and capture was observed and failure to pace was shown. On the following day, device interrogation was unsuccessful. Patient was brought into the (B)(6) lab to monitor and the patient was stable. Device was explanted and a new device was implanted. Leads were tested and normal functioning was observed. Patient was stable and discharged.